Event description:
Blue load fired on davinci 60mm sureform stapler, load fired but noted after fire the blade did not retract. Stapler bunched up with seamguard, did not pause with initial clamping. Reported & returned. Manufacturer response for stapler reload, (brand not provided) (per site reporter), issued rga#. Manufacturer response for stapler, (brand not provided) (per site reporter), issued rga#.